Event description:
It was reported that insulation damage was observed on the atrial lead at an unknown date; the lead was programmed off. The lead was capped and replaced during device replacement procedure on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.